Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 490 mg/dl. The customer's current blood glucose value was 170 mg/dl. The customer did experienced the symptoms such as vomiting. The customer was treated with insulin drip. Customer had been using insulin pump system within 48 hours. Based on customer report customer did not allege pump was under delivering. The insulin pump will not be returned for analysis.